Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+2.0/113 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk . H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # 733942.